Event description:
It was reported that this right ventricular (rv) lead received an alert for high out of range shock impedances. It was noted that there had been gradual rise over the last year. Technical services (ts) reviewed and stated that the shock lead impedance measurements were at 125 ohms. There was no evidence of lead noise. Ts stated to continue monitoring or could consider increasing the upper limit to 150 ohms and consider max energy commanded shock. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead received an alert for high out of range shock impedances. It was noted that there had been gradual rise over the last year. Technical services (ts) reviewed and stated that the shock lead impedance measurements were at 125 ohms. There was no evidence of lead noise. Ts stated to continue monitoring or could consider increasing the upper limit to 150 ohms and consider max energy commanded shock. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data had been included in the report.